Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a minor infection at the implant site due to the stitches. The patient was prescribed with antibiotics and the infection cleared up. The patient was doing well. No further information could be obtained.